Event description:
On (B)(6) 2022, the lay-user/patient contacted lifescan (lfs), alleging that their onetouch verio reflect meter read inaccurately high compared to another meter (select plus flex). The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the cca during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began on the morning of (B)(6) 2022, when they obtained blood glucose readings of ¿8.8 mmol/l¿ with the subject meter and ¿5.6 mmol/l¿ on the other device, performed within 30 minutes of each other. The patient stated they test their blood glucose about 6-7 times a day (before meals, 2 hours after meals and before bed) and take apidra (self-adjusting dose) insulin to manage their diabetes. The patient indicated their diabetes is not yet stable and stated their usual blood glucose results are both high and within normal range. The patient reported administering an increased pre-meal dose of apidra (2 units instead of the usual 1 unit) based on the elevated result obtained with the subject meter. 2 hours post-meal, the patient claimed they developed ¿hypoglycemia¿ and stated they began to ¿shake¿ and experienced ¿strong tremor in the whole body¿. At the onset of the symptoms, the patient claimed their blood glucose measured ¿3.4 mmol/l¿ on an unspecified meter and they treated themselves with glucose tablets/gel. The patient attributed the onset of the symptoms to the increased dose of insulin administered based on the alleged inaccurate result obtained on the subject meter. The patient also reported obtaining blood glucose readings of ¿17.5 mmol/l¿ with the subject meter and ¿12.5 mmol/l¿ on the other device, performed within an unspecified time of each other. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted an approved sample site was used for testing and the correct testing process was being followed. The cca confirmed the test strip vial was intact and the test strips had been stored correct and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking insulin based on an alleged inaccurate high result obtained with the subject meter.